Event description:
Related manufacturer report # 2916596-2021-02317.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of system monitor display issues was confirmed via evaluation of the returned system monitor (serial number: (B)(6)); however, the reported event that the pump flow display turned off and the parameters on the system monitor were displaced was not confirmed as it was not reproduced during testing. The system monitor was returned to service depot for evaluation. The system monitor was functionally tested and five atypical characters appeared in the bottom-center portion of the clinical screen. The characters did not prevent information from being read from the display. The pump parameters were properly displayed during testing. The main printed circuit board (pcb) was replaced and the issue resolved. A full functional checkout was then performed and the unit passed all tests. The system monitor was returned to the customer site. The main pcb was forwarded to product performance engineering (ppe) for further evaluation. The pcb was then installed in a test system monitor and functionally tested with a test power module, system controller, and mock circulatory loop; the main pcb functioned as intended during ppe evaluation and there were no display issues observed. The display issue was determined to be an intermittent issue. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 20oct2016. Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) section 2.5 ¿setting up the system monitor for use with the power module¿ and the heartmate 3 IFU under section 4 ¿system monitor¿. The heartmate power module instructions for use (IFU) section 2.7 "monitoring pm performance and performing a pm self test" and the heartmate 3 IFU section 3 "powering the system" explain how to perform a power module self-test. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, and pump off alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section d4 (model number, catalog number, lot number, UDI), h8: corrected. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the account noted a pump stop and low flow message on (B)(6) 2021 following device interrogation. The patient was transferred from the intensive care unit (ICU) to a floor room around 14:00 on (B)(6) 2021 following pump implant on (B)(6) 2021. On (B)(6) 2021 around 21:00, the nurse did a battery test of the power module. The system monitor became dysfunctional and the display was inappropriate. The power module and system monitor were exchanged. The issues resolved with power module and system monitor exchange. A review of the log file noted that the pump stop was an intentional pump stop caused by the pump stop button being briefly activated at the system monitor. The pump was off for approximately 2 seconds. The nurse reported that the different numbers on the system monitor display were displaced and the pump flow display turned off. The power battery test was not performed at the time of the system monitor and power module exchange. The battery test was performed on the morning of 29jan2021. Waveforms were registered. The devices seemed to be working correctly to the account. The power module and system monitor will be returned. The patient was asymptomatic. The power module and system monitor were exchanged.